Event description:
A customer reported a failure to follow therapy steps during the use of the homechoice device. According to the report, the home patient set the patient line down on a table after priming and then connected back to the device using the same supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error ¿ failed to follow therapy steps where the home patient set the patient line down on a table after priming and then connected back to the device using the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the end of the patient line is correctly positioned in the organizer. Users are not instructed to remove the patient line from the organizer until after priming is completed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.